Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, replacement of the nozzle unit on air gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The photo provided confirmed the physical damage to the nozzle unit. The our conclusion is that the replaced nozzle units were the cause of the failure. Based on detailed analysis and information from field service engineer, the root cause of the issue is related to user preference issue. The customer is aware of the recommended scheduled service, however omits it due too high cost.

Event description:
Manufacturer's ref. #: (B)(4).